Event description:
It was reported that a 50-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses when the right breast prosthesis deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed during an office visit. Additionally, the patient developed bilateral breast ptosis as well as capsular contracture (baker grade unknown) in the right breast. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-04696 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient presented with breast ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right breast prosthesis deflation and capsular contracture, bilateral breast ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).